Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It is likely that the front panel blinking was due to a malfunction with the light guide detection that was caused by excessive force being applied to the scope socket. The instructions for use (IFU) provides the following guidelines: "do not apply excessive force to the light source and/or other instruments connected as damage and/or malfunction can occur."

Manufacturer narrative:
Initial reporter occupation: lead biomedical technician. The device referenced in this report was returned to olympus for evaluation. The user report of machine blinking on and off due to a damaged scope socket was confirmed. Additionally, the front panel was damaged and there was excessive thermal paste on the olympus bulb. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer the evis exera iii xenon light source kept blinking on and off before a diagnostic procedure. The procedure was completed in a different room using a similar device. There was no delay in the procedure. There was no patient/user injury or harm reported to olympus.